Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, moisture was found in the battery compartment and on the display. The pump was opened to find moisture on the vibration motor contacts, and on the display and transceiver boards. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad. Additionally, the pump powered up to a hard call service 006 alarm due to moisture ingress and was unable to recover. Due to the moisture damage the vibratory alarm was not functioning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.